Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via manufacturer representative that their friend had a similar device to theirs (pain stimulator) and it wasn¿t working well for the friend. The consumer stated that they benefited greatly from their device, but their friend didn¿t. It was reported that the consumer¿s friend¿s device had moved around. The consumer stated that they thought it was weird since their device hadn¿t moved at all and they loved it. It was noted that the consumer wasn¿t sure what manufacturer their friend¿s device was; they didn¿t think it was the same manufacturer but they weren¿t sure as they didn¿t ask. The consumer gave their friend the phone number for the manufacturer and the friend was to follow up. Indication for use is unknown.